Manufacturer narrative:
(B)(4). The field representative confirmed the vector was reprogrammed to alternate as recommended by technical services. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving five inappropriate shocks. Upon interrogation of the device, it was revealed the patient had five treated and four untreated episodes stored since the last device check in (B)(6) 2015. For this episode, the first shock was delivered due to decreased signal amplitudes that resulted in double counting. That shock induced ventricular fibrillation (vf) and the patient received four additional shocks, with the final shock converting the rhythm. Therapy was exhausted in this episode. The vector programmed was secondary. Further review of all stored episodes found the same morphology change resulting in the same oversensing. The very first untreated episode from (B)(6) 2016 showed noise or artifact that was not present in any of the other episodes. Technical services provided the episode review to the field representative and discussed troubleshooting to recreate the morphology change, then to see if it could be recreated in other vectors. The decreased amplitudes were reproduced when the patient was lying on their left side and when they waved their left arm. Automatic setup was performed and the device selected the alternate vector. Further troubleshooting found the amplitude exhibited only a slight decrease in alternate. No additional adverse patient effects were reported.